Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The involved evo clamp was replaced with a new one. Subsequent functional verification testing was completed without issues and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an evo (electronic venous occluder) clamp displayed an error code (1538) related to a faulty encoder. The event occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2011, neither similar complaint concerning trend has been identified. Based on all the collected information, hardware malfunction cannot be excluded as cause of the event. As per the investigation performed for similar cases, the reported error message can be due to: - defective flat ribbon cable; - defective encoder board enc 0601.

Event description:
See initial report.